Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after lunch, with a highest fingerstick blood glucose of 346 mg/dl and approximately two hours above target, while using the ilet bionic pancreas; no alerts other than high glucose were noted, and no backup therapy or ketone testing was used. Symptoms included none reported beyond elevated glucose. Outcomes included no medical intervention, no hospitalization, and self-resolution as glucose began to decline during the call, with a subsequent fingerstick of 215 mg/dl. Investigation included review of device alerts and user education on ilet correction behavior. Investigation of this case revealed no device malfunction identified and no component-specific failure; the event was consistent with transient hyperglycemia of unclear cause following a meal, with the device delivering ongoing automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.